Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had multiple motor error alarms. The customer did a rewind on the insulin pump and filled the tubing but then the motor error alarm came up again. The customer¿s blood glucose level was unknown. The customer also reported that they received an unexpected restart alarm. Troubleshooting was performed. The customer stated that the insulin pump was stored or not in use for an extended period of time. The customer was advised to monitor the insulin pump. The device will not be returned for analysis.